Event description:
An infection was reported. Drug delivered via the pump was morphine. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial #:(B)(4), implanted: (B)(6) 2003, explanted: unk.